Event description:
It was reported that the patient presented prior to generator explant procedure. Upon interrogation, it was noted that the right ventricular lead exhibited noise. During procedure, it was noted that the right ventricular lead exhibited insulation damage. The physician elected to cover the exposed insulation areas with a lead repair kit and the reported lead remains implanted. The patient was in stable condition.